Event description:
The facility representative reported a pump that "stops infusion intermittently." This event occurred during patient use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The customer reported condition of "stops infusion intermittently" was not confirmed during evaluation. The pump was tested and performed according to specifications. The device has been returned to the customer.